Manufacturer narrative:
Of the 46 allegations of a malfunction, 36 pumps were returned to animas and investigated. Of the investigated pumps, 31 were found to be malfunctioning due to 27 damaged cartridge cap malfunctions and 1 damaged cartridge cap malfunction. During investigation for unrelated allegations, there were 4 additional cartridge compartment failures revealed during product investigation.

Event description:
This report summarizes 46 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-70 years of age and between 36 and 380 pounds. Of the reported patients, 37 were male, 9 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #1: of the (B)(4) allegations of a malfunction, (B)(4) pumps were returned to animas and investigated. Of the investigated pumps, (B)(4) were found to be malfunctioning due to (B)(4) damaged cartridge compartment malfunctions not (B)(4) damaged cartridge cap malfunctions.

Manufacturer narrative:
Follow-up #3 date of submission 07/27/2016 - device evaluation: in q2 2016 1 pump was returned and investigated. There was 1 instance of cartridge compartment damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #5 04/21/2017 device evaluation: in q1 2017 there was 1 additional instance of cartridge compartment damage found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 06/15/2016 of the 46 allegations of a malfunction, 36 pumps were returned to animas and investigated. Of the investigated pumps, 31 were found to be malfunctioning due to 27 damaged cartridge compartment malfunctions not 27 damaged cartridge cap malfunctions. During investigation for unrelated allegations, there were 4 additional cartridge compartment failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes <noe> 46</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge compartment issue. These reports were received from various sources. The patients associated with this allegation ranged from 2-70 years of age and between 36 and 380 pounds. Of the reported patients, 37 were male, 9 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #4 date of submission 01/26/2017 - device evaluation: in q4 2016 there was 1 additional instance of a cartridge compartment damage found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.